Event description:
It was reported that this right ventricular lead exhibited low out of range shock impedance measurements. The patient and system were evaluated, however, at the time of the consult, all measurements were normal. A second follow up was performed, and again all parameters were within normal measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.